Manufacturer narrative:
Cartridge was returned; however, investigation was not performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 27 mg/dl; cause was unknown. Emergency medical services provided intravenous insulin to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.